Manufacturer narrative:
Though no medical /surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Functional quality testing was not performed since the attachment stopped working post production testing. The reported complaint was confirmed based on production testing. An actual temperature reading was not captured as the attachment stopped working post production testing. A root cause as to why this situation could have occurred could be determined based on quality observations. Microscopic eval revealed minor gear wear on the head. Tail and head assemblies. Instability of the set due to released ball bearings created friction within the head resulting in the increase in temperature. The cap end bearing outer race was found lodged in the cap cavity. This added instability also contributed to the heat generated in the investigation.

Event description:
In this event a doctor reported that an estylus 1:5 handpiece overheated while in use. There was no injury or intervention.